Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge pigtail. The air bubbles were successfully primed out to address the issue. Customer¿s blood glucose ranged from 296 mg/dl to 304 mg/dl.